Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]. Had the detached brush head in mouth [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that on that morning while he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown, all of a sudden, he/she had the detached brush head of the oral-b power oral care refill precision clean in his/her mouth. The consumer stated that he/she had started using this brush head a week ago. No symptoms were reported. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she almost choked. The case outcome was recovered. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she tried to remove the gray, but it did not work. The consumer stated that he/she still had the brush, so could send it. No further information was provided.